Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
It was reported by patient's counsel as a result of a legal claim that on (B)(6) 2009 the patient underwent a left tha with an accolade tmzf stem and lfit v40 femoral head and was revised on (B)(6) 2019. The revision operative report noted fretting corrosion on the taper and the inside of the femoral head and pitting of the trunnion.